Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown zipfix implants /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: raikot, polites, & potter jr. (2024), biocompatible cable ties are an alternative to metal stabilizers for bar securement during minimally invasive pectus excavatum repair, journal of laparoendoscopic & advanced surgical techniques xx (xx), pages 1-5 (USA). Between january 2018 and september 2022, a total 116 patients (93 male and 23 female) with a mean age of 14.8 years were included in the study. These patients underwent a minimally invasive pectus excavatum repair (mirpe) to avoid dislodgement during bar fixation. The patients were divided into 3 groups according to the bar fixation technique appiled; zipfix group (depuy synthes) consisting of 45 patients (37 male and 8 female), pds group with 36 patients (25 male and 11 female), and stabilizer group with 35 patients (31 male and 4 female). All patients had a mean follow up of 35 days. The following complications were reported as follows: - (n=1) pneumonia with bar infection (requiring debridement and irrigation) - (n=1) bilateral pneumothorax (requiring chest tube) - (n=1) nonhealing wound (requiring debridement) a copy of the literature article is being submitted with this medwatch. This report involves one unk - zipfix implants. This is report 1 of 1 for (B)(4).